Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including multiple defibrillation cycles and 30j shock test, without duplicating the report. The defib flex cable was replaced, and a cli command was performed to reduce the probability of recurrence. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib & pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.